Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was not displaying glucose data because the paired dexcom g7 continuous glucose monitor (cgm) was not providing data. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm-driven ilet functionality until connectivity could be restored. User support included remote troubleshooting and education with the user and school nurse regarding cgm-to-phone proximity requirements and data transmission. Investigation of this case revealed that the cgm data loss was consistent with signal loss due to the sensor not being within effective bluetooth range, and no device alerts or alarms were reported during the event. It was concluded, based on previously established findings for similar reports, that the cause was loss of communication between responsible devices.